Event description:
Surgeon stated the clip applier was not functioning. There was no harm to the patient.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.